Event description:
Probe froze up the shaft during pre-test. Removed and another probe was used. No pt contact.

Manufacturer narrative:
No pt injury was reported. Testing indicated a vacuum insulation failure in the cryo probe. Frosting of the shaft was confirmed.